Manufacturer narrative:
Please note that this report no longer meets the criteria for reporting, and the file was updated accordingly.

Event description:
The report from (B)(4) study for patient with ID # (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc451412/01426709) of left parasellar, and a year after the patient developed weakness of the right upper extremity associated with cerebral infarction. Clopidogrel sulfate was administered. The event outcome as of approximately a year after onset was resolved without sequelae. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was highly probable because cerebral infarction is ipsilateral parietal lobe was caused by thrombotic occlusion due to vrd thrombosis. Prior to implanting the vrd, roadmaster 7fr 90cm/goodman, prowler select plus microcather (606-s255x, lot unknown), chikai 200cm 0.014inch/asahi intecc, were utilized. Other devices utilized during the procedure were excelsior sl10 (type 90 degrees)/stryker, chikai 200cm 0.010inch/asahi intecc, presidio(pc4100626-30, lot unknown), micrusphere(csp100500-30 total 2, lot all unknown), deltaplush(cpl100406-30, cpl100306-30, cpl100304-30, cpl100252-30 (total 2, lot all unknown). During the procedure, jailed technique was utilized. No further information is available and procedural images are not available.

Manufacturer narrative:
Per lake region report c 13,412: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01426709. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that the reported lot has a use by date of 2011-08, as indicated in the device history records. Thrombosis and cerebral infarction are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system or with the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient factors including parent vessel diameter, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.